Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.

Event description:
It was reported that low impedance was observed. The lead was explanted. An insulation breach was observed between the yoke and the svc coil after the lead was removed. However, the lead was compromised during the la ser extraction; hence, it will not be returned for analysis.